Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that arteriotomy closure was attempted using the starclose device after an unknown procedure. Upon removal, the device did not disengage and a cut down procedure was performed to disengage the device from the pt's anatomy. Hemostasis was achieved via suture closure, and there are no chronic effects from this incident. No additional info available.